Manufacturer narrative:
This is one event (death) for the same pt involvement two separate products; associated MDR # 1225714-2013-01184.

Event description:
The plaintiff's attorney alleged that the decedent experienced two cardiovascular events and subsequently expired that same day on (B)(6) 2011, after the use of the product.